Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation of ptc received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ migration or perforation/ uterine perforation'), device dislocation ('migration') and device breakage ('fracturing') in an adult female patient who had essure (batch no. C26973) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: sub-mucous leiomyoma(ta) seen: no. Curettage/biopsy: no. Complications: none. Previously administered products included for an unreported indication: depo-provera, valium, torodol, vicodin, ropivicaine, lidocaine and ketorolac. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication associated with device ("device complication"), abdominal pain ("abdominal pain") and abdominal distension ("bloating pain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, device breakage, complication associated with device, abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, complication associated with device, device breakage, device dislocation and uterine perforation to be related to essure. The reporter commented: according to medical records, during the insertion procedure both tubal ostia were visualized. The first device was loaded through the operating channel of hysteroscope, and inserted into the right tubal ostium, trailing coils in uterus: 1. The second device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium, trailing coils in uterus: 1. There was no evidence of perforation. Date(s) of insertion: (B)(6) 2015-discrepancy noted. Date(s) of removal: (B)(6) 2015-discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: results: negative. Diagnostic results: uterine sound length was 8 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: event coding updated from perforation to uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ migration or perforation/ uterine perforation'), device dislocation ('migration') and device breakage ('fracturing') in an adult female patient who had essure (batch no. C26973) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: sub-mucous leiomyoma(ta) seen: no. Curettage/biopsy: no. Complications: none. Previously administered products included for an unreported indication: depo-provera, valium, torodol, vicodin, ropivacaine, lidocaine and ketorolac. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication associated with device ("device complication"), abdominal pain ("abdominal pain") and abdominal distension ("bloating pain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, device breakage, complication associated with device, abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, complication associated with device, device breakage, device dislocation and uterine perforation to be related to essure. The reporter commented: according to medical records, during the insertion procedure both tubal ostia were visualized. The first device was loaded through the operating channel of hysteroscope, and inserted into the right tubal ostium, trailing coils in uterus: 1. The second device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium, trailing coils in uterus: 1. There was no evidence of perforation. Date(s) of insertion: (B)(6) 2015 - discrepancy noted. Date(s) of removal: (B)(6) 2015 - discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: results: negative. Diagnostic results: uterine sound length was 8 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in an adult female patient who had essure (batch no. C26973) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: sub-mucous leiomyoma(ta) seen: no. Curettage/biopsy: no. Complications: none. Previously administered products included for an unreported indication: depo-provera, valium, torodol, vicodin, ropivacaine, lidocaine and ketorolac. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: according to medical records, during the insertion procedure both tubal ostia were visualized. The first device was loaded through the operating channel of hysteroscope, and inserted into the right tubal ostium, trailing coils in uterus: 1. The second device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium, trailing coils in uterus: 1. There was no evidence of perforation. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative uterine sound length was 8 cm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: on 5-may-2017: medical records received: product lot number , reporter added and insertion procedure details were provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. A product technical analysis update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and device breakage ("fracturing") in an adult female patient who had essure (batch no. C26973) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: sub-mucous leiomyoma(ta) seen: no. Curettage/biopsy: no. Complications: none. Previously administered products included for an unreported indication: depo-provera, valium, torodol, vicodin, ropivicaine, lidocaine and ketorolac. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication associated with device ("device complication"), abdominal pain ("abdominal pain") and abdominal distension ("bloating pain"). The patient was treated with surgery (surgery to remove the essure), surgery (surgery to remove the essure) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, device breakage, complication associated with device, abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, complication associated with device, device breakage, device dislocation and perforation to be related to essure. The reporter commented: according to medical records, during the insertion procedure both tubal ostia were visualized. The first device was loaded through the operating channel of hysteroscope, and inserted into the right tubal ostium, trailing coils in uterus: 1. The second device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium, trailing coils in uterus: 1. There was no evidence of perforation. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative. Uterine sound length was 8 cm. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 27-oct-2017: event medical device removal deleted and migration, fracturing, perforation, abdominal pain, bloating pain added with essure removal date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in an adult female patient who had essure (batch no. C26973) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: sub-mucous leiomyoma(ta) seen: no. Curettage/biopsy: no. Complications: none. Previously administered products included for an unreported indication: depo-provera, valium, torodol, vicodin, ropivicaine, lidocaine and ketorolac. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: according to medical records, during the insertion procedure both tubal ostia were visualized. The first device was loaded through the operating channel of hysteroscope, and inserted into the right tubal ostium, trailing coils in uterus: the second device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium, trailing coils in uterus: there was no evidence of perforation. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative. Uterine sound length was 8 cm. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).